Event description:
This is 1 of 2 similar reports at the same user facility. At initiation of hemodialysis treatment air was observed in the extracorporeal circuit. Staff believes that the air originated somewhere on or around the needle, but no actual leak was visible. Blood volume in the tubing and dialyzer were discarded resulting in ebl=250 cc. Pt was taken to hosp for suspected air embolus.